Event description:
Additional information was received. According to available information, the measurements were increased at implant. A decision has been made to further monitor this device.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that remote monitoring of this device and unknown right ventricular lead revealed a high out of range shock impedance measurement. This information was provided to the physician and is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.